Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3664, drg ipg, implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient has been unable to receive adequate stimulation/therapy. An impedance check revealed high impedance on all contacts. X-rays were taken and the patient's extension was found to be fractured. As a result, the patient may undergo surgical intervention to address the issue.